Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: review of the black box data revealed evidence of power on reset events. On examination, the battery compartment was noted to the cracked and the battery cap threads were stripped. The battery cap was unable to maintain an electrical connection when attached to the pump and power loss with rebooting was duplicated using the returned cap. The battery cap measurements were evaluated and found to be within the required specifications. A test cap was used to complete the investigation. With the test cap in place, the pump powered on and was exercised for 24 hours without interruption in or loss of power. Unrelated to the original complaint, the display screen was examined and found to be dim/faded and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.